Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device power supply burned. No patient injury was reported.

Manufacturer narrative:
H6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was found to be missing the tamper seal. The top case was cracked/chipped, the plunger head lever was missing and contamination inside the plunger head was seen. The device had visibly burnt components and a burnt smell. The event log could not be accessed due to power up issues. Upon function testing, the reported problem was duplicated as the pump could not power up due to extensive thermal damage to the power supply and assembly. The root cause of the reported problem was user handling of the device. The device was determined to be beyond repair. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.